Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if any additional information is received.

Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during initial drain. The patient was connected at the time of the alarm and had not disconnected at any time prior. All of the bags were properly spiked and connected. A patient line extension was not being used, and there were no open clamps on any unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the cg. The baxter technical services representative (tsr) had the cg cycle the power to get a system error 2367, then again to clear it. The hc went to ''press go to start'', and the tsr instructed the cg to start over with new supplies and contact the home patient's (hp) nurse about the event. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that after she started over with new supplies, therapy went well. She did not notice anything unusual about her supplies that might have caused the alarm. Therapy since has been going well, and there were no adverse effects reported in relation to this event. The patient had contacted her nurse about the alarm. Bps contacted the registered nurse on (B)(6) 2012. She stated that she had not been contacted about the alarm, but that it was possible that another nurse had been contacted. The nurse stated that as far as she knew, the patient was continuing therapy on her homechoice with no further problems.